Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR: 14jun2019. The customer confirmed the reported airflow accuracy issue. The customer replaced the flow sensor assembly to address the reported problem and reported that replacing the flow sensor assembly resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24apr2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the airflow was out of specification at 10lpm and 230lpm. There was no patient involvement. Event date not specified, estimate used.